Event description:
This serious unsolicited device case was received from united states on (B)(4) 2013 from a patient. This case concerns a female patient (age unspecified) who developed excruciating knee pain, swollen knee, swelling of ankles and feet, could not walk and could not eat after receiving treatment with synvisc. The patient's medical history included previous use ot three synvisc injections in each knee in (B)(6) 2013 and reported that the injections went well. Concomitant medication reported included lidocaine (given prior to synvisc injection). No past drugs or concurrent conditions were reported. On an unspecified date in 2013, the patient initiated treatment with synvisc injection (route of administration, dose, frequency, batch/lot and expiration date unk) in unspecified knee for arthritis of knees. On (B)(6) 2013, the patient received third synvisc injection, lidocaine wore off and later, the patient could not walk and her "knee blew up". The patient reported that she was in "excruciating, horrible pain: the worst pain in life". She could not get comfortable. The "pain was a 10 plus" and was the most debilitating, horrific pain she could ever imagine. The patient stated that her knee was swollen; she couldn't eat and was sick in bed. It was reported that she called the doctor several times throughout the event. On (B)(6) 2013 (in the morning), when the patient woke up, the acute pain had diminished but she still could not walk and her knee was still swollen. The patient had missed a week of work, lost a lot of money, could not keep up with her daily routine and the patient was emotionally horrible. Also, the patient developed swelling of feet and ankles. On (B)(6) 2013, the patient saw her doctor who performed a magnetic resonance imaging (MRI) and full workup. Infection was ruled out and the ultrasound did not show water, so drainage was not required. The doctor informed her that it was a reaction to synvisc. Corrective treatment: on an unknown date in (B)(6) 2013, the patient took muscle relaxants and oxycodone hydrochloride (oxycontin) for excruciating knee pain. The patient required oxycodone hydrochloride every six hours around the clock to get even a "little edge off the pain". Outcome: the outcome for the events of "could not walk" and knee blew up/swollen knee" was not yet recovered. The outcome for the events of "could not eat", "excruciating knee pain/horrible pain/worst pain/pain was 10 plus" and "swelling of ankles and feet" was not provided. A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. Seriousness criteria: the events of "could not walk" and "could not eat" were assessed as serious as per (B)(4). The event of "excruciating knee pain/horrible pain/worst pain/pain was 10 plus" was assessed as medically significant. The patient stated that she was trying to take good care of arthritis in her knees with acupuncture, physical therapy and by wearing a brace. She was previously doing well and now felt that all the progress she made was ruined.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: in this case, patient could not eat and walk after treatment with synvisc for arthritis. Although, the role of device cannot be ruled out based on temporal and anatomical proximity; however, information regarding concomitant medication, patient's history of allergies to drugs is requested for better assessment.